Event description:
During lcs revision, a black discolouration was noted on pt's tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.